Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a deformed plunger stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd preset¿ arterial blood collection syringe experienced plunger deformation which was noted prior to use. The following information was provided by the initial reporter: on 09/09/2019, before use, the customer found abg plunger stopper deformed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd preset¿ arterial blood collection syringe experienced plunger deformation which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, before use, the customer found abg plunger stopper deformed.